Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was a black screen. At the incoming inspection for the repair, the service department of olympus europe se & co. Kg (oekg) duplicated the reported phenomenon. The service department of oekg checked the subject device and found the print circuit board failure which caused the reported phenomenon. Also the service department of oekg found that the video connector socket was worn, therefore the video connector could not be locked. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the electrical circuit board set failure of the subject device which have occurred due to the deterioration of the parts on the electrical circuit board which have occurred by the repeated use for the long-term passing more than 5 years since manufacturing the subject device. Also, the power had been broken due to the repeated use for the long-term passing more than 5 years since manufacturing the subject device or the excessive force being applied by the user handling. If additional information becomes available, this report will be supplemented.